Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty to insert the device was not confirmed; however, there was balloon shredding over the proximal marker and proximal to the proximal marker, which likely occurred during the procedure or as a result of packaging and shipment back to abbott vascular for analysis. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure of the mild tortuosity, mildly calcified, concentric, 90% stenosis, de novo, circumflex artery after the guide wire crossed below the bifurcation, distal, mid and proximal lesions pre-dilatation was completed with a 3.75 x 15 mm nc traveler balloon dilatation catheter (bdc). A 3.5 x 30 mm and a 3.0 x 30 mm non-abbott stents were implanted as a culottes stenting in the lesion. During the second insertion of the bdc outside the anatomy over the guide wire the bdc tip became stuck 2 cm with the guide wire. The device was removed separately without reported resistance and a same size bdc was advanced over the guide wire; it was noted that the guide wire lumen of the first 3.75 x 15 mm bdc was collapsed when the balloon was being re-wrapped. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed there was balloon shredding over the proximal marker and proximal to the proximal marker.